Event description:
I had the essure implanted in (B)(6) of 2010, at the time I was never given a card identifying the product serial number, batch number, nothing. At first the pain and discomfort wasn't too much to bear, so I just dealt with it, but within the last year it has become worse. I have very heavy bleeding during my periods, painful cramps, and joint pains and stiffness. These are just the small issues unfortunately. I went in for my annual in (B)(6) of this year, which came back abnormal, I then went in for a colposcopy. When meeting with my doctor after the colp test, he was shocked it was not found sooner. The amount of abnormal cells made it seem as though it had been there for at least 3+ years. None of this had been found previously though. He then referred me to a specialist who informed me that I have precancerous cells in my cervix and I will be going in on the (B)(6) to make sure there is no cancer deeper. After this, I started looking into these issues and found more info on essure. All the side effects it can cause, heavier than normal bleeding, weight gain, cramps, joint pains, pain during intercourse and even cervical cancer. I have all of the side effects I listed, some more severe than others. I am requesting my specialist to remove the essure completely by hysterectomy if necessary as soon as possible. I want to feel well again, and be healthy.